Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported "has been diagnosed with rupture". Later patient reported "feeling scared, insecure, and worried. They report having undergone several biopsies, a puncture, and fluid withdrawal". This record is for the left side. Device remains implanted and is unknown if it will be returned.